Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: mr# 1221934-2018-50576.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii needle is jammed in the customer's expressew iii autocapture+ suture. The procedure was completed with a second gun and another needle with no harm to the patient or delays in the case. The sales rep was not present for the case therefore could not provide any further information or a lot number for the needle. The devices will be returning for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the manufacturer contact name has been updated as (B)(4). Contact phone number and email address have been updated accordingly. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. A visual inspection revealed that the gun was in good condition with the exception of minor scratches and light fading of the laser lines. It was observed that the needle was jammed inside the gun. The needle was visible via the distal tip of the gun, however the distal tip of the needle appeared to be broken off. The device is reusable. It is possible that the device has not been adequately cleaned after being reused which would cause the needle to become stuck during resuse. Historically, the needle has been known to become jammed inside the gun when the user attempts to remove the needle from the distal end of the gun which is not the intended removal path. When this occurs, excessive force during removal causes the needle tip to break under tension and become jammed within the gun. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.